Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the safety mechanism of the deice was not engaging. The event exposed the nurse to a needle stick incident. Safety did not engage and needle stick injury while removing the ivad from the patient during discharge - went to employee health, had blood work done and received prophylaxis medications as a result - patient also had blood work drawn. The defective products were discarded in sharps container. Patient had blood work done to confirm need for prophylaxis.

Manufacturer narrative:
One photo was provided by the customer that only contained the printed side of the pouch, providing the item and lot numbers. The reported issue cannot be confirmed as part of this investigation as no physical samples or additional photographic evidence from the customer. Without the return of the samples, it is not possible to perform a comprehensive failure analysis, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.